Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-00974. It was reported that lead insulation anomaly was observed on the rv lead. The rv and ra leads were capped and replaced on (B)(6) 2020. It was not known the reason the ra lead was capped.

Event description:
New information received notes that the ra lead was capped because left subclavian vein was occluded. The new device system was implanted on the right side of the patient. The patient's condition was good during the procedure.